Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through "a case of implantable cardiac monitor placement in a post¿heart transplant patient in whom sinus arrest and atrioventricular block were identified" that a 67-year-old man in x-7, a left ventricular assist device was implanted, and in april of x-1, they underwent orthotopic heart transplantation at the hospital.